Event description:
The device would not transmit information. During trouble shooting the reporter stated that the contact pins showed signs of discoloration. A request was made for the return of the suspect device and replacement product was sent.